Event description:
Caller reported pt had false positive troponin I (tni) result when testing on triage cardiac panel. Customer uses 0.05 as the cut-off for triage. If the tni is greater than 0.05, the sample is sent to the lab for further analysis on the access which has a cut-off of 0.04. The same device for triage was run on another meter. They drew another edta whole blood sample and ran it within the hour and tni was still elevated. Pt had presented to ed with facial bruising.

Manufacturer narrative:
Investigation pending.